Event description:
It was reported that the device is displaying a service light and the screen is not functioning. The device is locked up. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The system controller and the user interface pcb assemblies were replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.